Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent balloon kyphoplasty (bkp) at l3 due to vertebral fracture. During the surgery, at the pressure of 220 psi the balloon burst. No fragment of the balloon remained in the patient. No patient complications were reported as the result of this event. The patient was not allergic to contrast medium. The procedure was completed successfully with the original product.

Manufacturer narrative:
Evaluation results: product analysis: during functional analysis, it was not more possible to inflate the balloon due to a hole or leak. During visual analysis, the presence of a hole in the balloon was confirmed. There was a radial rupture on the distal peak of the ibt. Based on the information provided, visual and functional analysis, the most probable root cause of the rupture of the balloon could attributed to contact with bone splinters during surgery. If information is provided in the future, a supplemental report will be issued.